Event description:
Pump went into failure code 533:320:717:0000 during clinical use. Dopamine, magnesium sulfate, and phenylephrine were being infused at the time. This failure code will result in an alarm and stop the channels in use. The pump was removed from use and another pump was utilized. No medical or surgical intervention was required. No pt injury resulted.